Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. There is no similar complaint reported under lot 31585761. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. All lenses had passed the power and resolution inspection. The power of reported lot# is correctly -5.0 d. The product was not returned. The complaint event was not related to the manufacturing facility. The reporting hospital indicated to receive company lens with -5.0 d, while they requested +5.0 d. The root cause of this event is due to miscommunication between hospital and company customer service (outside of manufacturing site). An incident had been summarized by customer service team. Based on the summary, on september 29, 2025, the hospital submitted urgent order for lens with 050 diopter which then confirmed by company reviewing order number. Subsequently, the hospital rejected the lens and requested a negative diopter. However, the original po indicated the need for a +5.0 d lens, not a negative one. From company side, both lenses were shipped: the lens 050 diopter, which was rejected, and later the lens with 050 diopter, which was sent due to a misunderstanding of the hospital's needs based on the back-and-forth communication. No abnormalities and discrepancy in manufacturing process of lot was detected. All lenses already passed the power and resolution inspection. All products are labelled with correct product information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician requested a +0.5 diopters (positive) lens but -0.5 diopters (negative) was processed by mistake and it was implanted to the patient. The error was also not detected, affecting the patient's vision, and the problem was detected. Hence the lens was explanted in the secondary procedure and the correct company lens was implanted. The replacement surgery was performed without incident and the patient issue was resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).